Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm sounds odd/distorted. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 4/23/2024. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the non-OEM products was the root cause. The service history review had no indication that the complaint was related to a service of the device within the review period.